Event description:
According to the reporter, during a procedure, the three devices were breaking off. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.